Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultramini has a power issue (does not turn on). The complaint is classified based on the documentation of the customer care advocate (cca). The patient stated she has not been able to test her glucose since a week earlier at 6pm. After the reported issue began, the patient reportedly developed symptoms described as "thirsty, feeling lightheaded, feeling as if she wanted to pass out." She was tested on a family member's meter at the high 300's mg/dl. The patient went to seek medical attention at the ER but did not stay long due to the long wait time. The patient went home soon without obtaining any medical intervention. The patient did not take any action in regards to diabetes treatment as a result of the reported issue. During the troubleshoot session, the patient verified that he changed the meter's battery per the owner's manual, and there was no meter trauma. However, the reported issue was not resolved with training. The complaint is being reported because the patient alleged she developed symptoms suggestive of hyperglycemia after the issue began. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.